Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, sparks came out from the tip of the 8mm maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site doesn't remember where the arcing appeared but was probably around the jaw or wrist part. The arc grounded at the patient anatomy. There was damage to the instrument noted after the arcing event, it was a scorching but was unclear whether it was a scorching caused by a spark or caused by cauterization up to that point. Cauterizing or dissecting was being performed when the arcing event occurred. The fenestrated bipolar forceps, maryland bipolar forceps and cadiere forceps were in use when the arcing event occurred. The instrument was in contact with tissue when the arcing occurred. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips, or sutures while energized. The instrument jaws were immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There were no photographic images of the device(s) or a video recording of the procedure available for isi review. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.